Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed low impedances on the lead and surgical intervention was undertaken on (B)(6) 2025. The lead was disconnected and reconnected to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention may be undertaken to address the issue.